Event description:
Related manufacturer reference number: it was reported that oversensed noise reversions were detected on both the right atrial (ra) and right ventricular (rv) leads that were seen during an office visit interrogation. The patient was asymptomatic, but the physician decided to replace both leads. Insulation anomaly was noted on the ra lead. The leads were successfully explanted, and new leads were implanted. The patient was stable prior to, during, and after the procedure.

Event description:
Related manufacturer reference number: 2017865-2023-14125 it was reported that oversensed noise reversions were detected on both the right atrial (ra) and right ventricular (rv) leads that were seen during an office visit interrogation. The patient was asymptomatic, but the physician decided to replace both leads. Insulation anomaly was noted on the ra lead. The leads were successfully explanted, and new leads were implanted. The patient was stable prior to, during, and after the procedure.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed, while insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation cut in multiple locations at the lead body, consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damages.